Event description:
It was reported that the shock impedance of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system had high out of range measurements that were greater than 125 ohms. Technical services (ts) analyzed shock impedance trend graph and provided programming recommendations as troubleshooting noting that the variability in impedance could be physiological. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the shock impedance of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system had high out of range measurements that were greater than 125 ohms. Technical services (ts) analyzed shock impedance trend graph and provided programming recommendations as troubleshooting noting that the variability in impedance could be physiological. No adverse patient effects were reported. Currently, this crt-d system remains in service. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.